Event description:
Caller reported the active insulin amount displayed on the blood glucose monitoring device is incorrect. Caller stated she gave herself 0.5 units of insulin two times during a course of 2 hours. Caller reported that several hours before, no extra insulin was given. Caller stated the device displayed an active insulin amount of 5.7 units as a result which is incorrect since she had only given herself one unit in total. Caller reported she realized the concern right away; no harm or need for medical assistance. Patient's target blood glucose range is 4-7 mmol/l (72-126 mg/dl). Preliminary evaluation on (B)(6) 2013 discovered several instances where the manual pump boluses were zeroed leading to a possible incorrect bolus recommendation. Failure analysis revealed that due to a firmware bug the meter may not appropriately remove an unconfirmed bolus from the delta blood glucose correction stack when the manual pump option is chosen on the meter. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.